Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the valve was partially over the delivery system when the valve exited the esheath after alignment. After locking and unlocking, it remained overlapping slightly. It was decided to continue to see what valve looked like when the pusher was pulled back, and the valve looked good, so they decided to deployed. Upon deploying the valve, part of the top of the valve frame appeared to have enfolding and there was significant paravalvular leakage. The team decided to deploy a second valve, and the issue was resolved.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Imagery was provided by the site and revealed the following: the patient has a bicuspid aortic valve. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve frame damage and paravalvular leak were unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. As reported, 'during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the valve was partially over the delivery system when the valve exited the esheath after alignment. The valve was slightly overlapping the end of the pusher and they were unable to disengage it. After locking and unlocking, it remained overlapping slightly. It was decided to continue to see what valve looked like when the pusher was pulled back, and the valve looked good, so they decided to deployed. Upon deploying the valve, part of the top of the valve frame appeared to have enfolding and there was significant paravalvular leakage'. In this case, the thv overlap could have occurred during valve alignment due to compression in the distal portion of flex catheter. Subsequently, when excessive device manipulation is used the delivery system flex tip possibly interacted with the top of the frame strut resulting in frame damage as reported. As such, available information suggests that procedural factors (valve alignment techniques, excessive device manipulation) may have contributed to the complaint event. In this case, the thv (circular in shape) was deployed in the patient non-circular bicuspid native annulus and it can result in the thv difficulty in forming proper seal against the target site (bicuspid native annulus) resulting in paravalvular leak. As such, available information suggests that patient factors (bicuspid native valve) may have contributed to the complaint event. However, a definitive root cause is unable to be confirmed at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.